Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not powering on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the device was not powering on. While on the phone with the remote service engineer (rse), the customer tried a different power cord, and the device powered on. While troubleshooting, the rse and customer noticed that the battery was only at 12.3 volts. The rse informed the customer that the battery needed to be charged for a few hours. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the bme charged the battery overnight and confirmed that the device was back in service. The bme also noted that the battery was less than 5 years old based on the date of manufacturing. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.